Event description:
It was reported that a user¿s ilet device was not displaying dexcom g7 continuous glucose monitor (cgm) readings while their dexcom g7 app continued to receive values, and support guided the user to toggle the ilet cgm setting between g6 and g7 and reenter the four-digit pairing code to initiate pairing. Symptoms included no device alarms or alerts and no reported clinical symptoms. Outcomes included no medical intervention and no hospitalization. Customer support included user education, device setting review, and attempted re-pairing of the cgm to the ilet. Investigation of this case revealed a pairing failure limited to the ilet interface while the cgm sensor and mobile application continued to function, consistent with a communication or configuration issue. It was concluded, based on previously established findings for similar reports, that the cause was user interface or configuration error during cgm pairing.